Event description:
It was reported that during a cholecystectomy procedure, the device was used for the cystic duct. The jaw began not to open after clipping on the second or the third firing. The jaw was opened by returning the trigger to its home position by hand. The clips were formed properly. The doctor commented that he had felt the trigger had been very hard to grasp at the first firing. Another device was used to complete the case. There were no adverse consequences to the patient. The device was fired several times by the nurse after the operation to check it.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.